Event description:
It was reported the device was subject to the zenex, assurity and endurity laser adhesion anomaly advisory issued by abbott. The pacemaker was explanted and successfully replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. Final analysis did not find any anomalies.